Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using three proglide devices after an unspecified procedure. Reportedly, an unknown device failure occurred with the three proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement with three proglide devices was attempted in a common femoral artery, via 6fr sheath, using the preclose technique prior to an interventional procedure. Reportedly, cuff misses were noticed on all three devices. The sutures of two other proglide devices were successfully pre-placed using the preclose technique. The sheath was upsized to 8fr then 16fr and the interventional procedure was completed. Hemostasis was achieved using the successfully pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.